Event description:
Nurse states that occasionally she will open a brand new n95 1870 mask for employee fit testing and notice that the top fold of the mask (which would go over the nose) is bunched up, as it will not straighten completely out, thus preventing a good protective seal fit. She notes that it is not on all of them just periodically comes across them. Concern that if staff use one of these that is bunched up during real patient care the seal will not be complete as they were fit tested, thus putting them at risk for exposure. Just a safety concern we would like to report.